Event description:
Boston scientific received information that this patient was presented to the electrophysiology (ep) laboratory. The patient had been lost to follow-up. The device triggered elective replacement indicator (eri) in (B)(6) 2009 and end-of-life (eol) in (B)(6) 2010. The patient was found in 3rd degree heart block and was admitted to the hospital. Device interrogation at that time found that the device had reverted to storage mode. Due to the patient failing health status, the device was explanted and not replaced. The terminal pins of the lead were surgically capped.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.